Event description:
The stent was deployed on a (B)(6) 2025, at 16:00 during an intestinal stent placement procedure for malignant obstruction caused by emergency colon cancer. After being advanced over the guidewire to the stenotic lesion site, the stent was initiated for deployment. Moderate resistance was encountered during withdrawal of the delivery system. Post-deployment endoscopic observation revealed stent deformation and suboptimal expansion.

Manufacturer narrative:
It was reported that endoscopic observation revealed stent deformation and suboptimal expansion. Based on the attached photo, it was confirmed that the wire at the end of the stent was deformed with the stent not fully expanded and the stricture was severe. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "endoscopic observation revealed stent deformation and suboptimal expansion" and deformed, not fully expanded stent and severe stricture the attached photo, it is assumed that the stent was not expanded temporarily due to the condition of the patient's lesion and other elements complexly. Then there is a possibility the wire at the end of the stent was caught in the delivery system during removal and was deformed. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" and "after stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.